Event description:
The caller stated that her pt has a 6dct with a pilot balloon leak. The caller does not know when it was installed, but it had been in use less than 30 days. The pt was recannulated due to the pilot balloon leak, and is not a part of routine trach changing.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.